Event description:
It was reported that approximately 5 months post stent implantation of a xience stent in the distal right coronary artery (rca), the patient experienced angina. Ninety percent stenosis was found in the distal rca. The lesion was treated with balloon angioplasty. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use as known adverse events associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.